Event description:
The hospital reported that at the completion of the coronary artery bypass graft procedure, the heartstring seal didn't unravel completely during removal process. The surgeon used a couple of repair stitches to correct the torn suture. No other pt complications were reported.